Manufacturer narrative:
(B)(4). The sample was not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. Labeling review finds the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that appeared on the home choice (hc) machine during initial drain. The patient was connected at the time of the alarm. The technical service representative (tsr) had the home patient (hp) cycle power off and back on. The hc went to press go to start. The tsr then found out that the hp was not still connected and had already turned the hc off. There was no patient injury or medical intervention associated with this event. No further information is available.